Event description:
The customer reported that during use of the y-knot flex 1.8mm all-suture anchors in an arthroscopic shoulder stabilization procedure on (B)(6) 2014, the tines on the three y-knot drivers/inserters allegedly broke off and the broken pieces were retrieved/removed. As reported, the surgeon used the same pilot hole for all three y-knot all suture anchors. Reportedly, the tines breakage was discovered after the surgeon stopped malleting in the drivers/implants shortly after beginning, and when he saw nothing was happening. Follow-up information received from the user facility indicated that a backup y-knot anchor from a different lot number was used to successfully complete the procedure. As reported, other than a twenty (20) minute delay, the procedure was otherwise completed with no further complications or patient injury. Follow-up information revealed that the patient has been recovering without any problems, and the patient's current condition is good with no issues noted. Additional information received from the international affiliate indicated that all three (3) drivers/anchors were discarded at the user facility in (B)(6).

Manufacturer narrative:
As reported, none of the three (3) y-knot flex all suture anchors are expected for evaluation, as they were discarded at the user facility following the surgery on (B)(6) 2014. Without the involved devices, an evaluation could not be performed to determine the root cause. The alleged "tines" breakage therefore could not be verified. However, evaluation of similar complaints from this device family revealed another possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force is applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on these findings, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This lot was manufactured on 22-jul-2014 in a lot of (B)(4) units ((B)(4)). A review of the device history record showed no discrepancies/anomalies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the device's risk document, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. Devices disposed of at user facility.